Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager lock was detached from the refrigerator. A field service engineer found that the smart remote manager was detaching. New adhesive was applied, and the smart remote manager was reattached to the refrigerator. All tests passed with no further issues. The customer verified functionality and confirmed that all tests were successful. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager lock detached from the fridge and the door could not be closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager lock detached from the fridge and the door could not be closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.